Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e2339 captures the reportable event of ulceration. Imdrf patient code e0506 captures the reportable event of major hemorrhage. Imdrf impact code f02 captures the reportable event of death.

Event description:
It was reported to boston scientific corporation that an agile esophageal tts stent was implanted in the esophagus to treat a malignant stricture for about 1 year post radiation treatment during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, the stent was successfully implanted, and was secured in place. However, 4 weeks post stent placement, the patient presented to the emergency room department with hematochezia (rectal bleeding). It was noted that the stent migrated into the stomach. The stent had ulcerated and caused a massive bleed. The patient went into hemorrhagic shock, coded (heart stopped requiring cardiopulmonary resuscitation), and passed away.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e2339 captures the reportable event of ulceration. Imdrf patient code e0506 captures the reportable event of major hemorrhage. Imdrf patient code e2336 captures the reportable event of shock. Imdrf impact code f02 captures the reportable event of death. Imdrf impact code f2306 captures the reportable event of CPR was performed to the patient. Block h6 (patient and impact codes) was corrected following a review that the patient went into hemorrhagic shock and CPR was given to the patient.

Event description:
It was reported to boston scientific corporation that an agile esophageal tts stent was implanted in the esophagus to treat a malignant stricture for about 1 year post radiation treatment during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, the stent was successfully implanted, and was secured in place. However, 4 weeks post stent placement, the patient presented to the emergency room department with hematochezia (rectal bleeding). It was noted that the stent migrated into the stomach. The stent had ulcerated and caused a massive bleed. The patient went into hemorrhagic shock, coded (heart stopped requiring cardiopulmonary resuscitation), and passed away.